Event description:
A revision surgery was performed to remove a backed-out polyaxial screw and a loose closure top. A final f/u submission will be made when the investigation of the backed-out polyaxial screw is complete. A separate MDR is being submitted for the loosened closure top associated with this event.

Manufacturer narrative:
The product will not be returned. Device MFR date is unk. Eval: pending completion of investigation.